Manufacturer narrative:
Device evaluated by MFR, method codes, result codes, conclusion codes updated. Device evaluated by MFR: device was returned for analysis. The gauge needle was at 0 atm when received. The device does not have any visual defects upon visual inspection. A functional test of the complaint device was carried out using its original stopcock. No issues were noted during the device locking mechanism test. The unit has passed the gauge accuracy test, side load and pressure damping test. The unit was primed with 5 ml of water before withdrawing the plunger to create a vacuum and there was no bubble leakage. The unit passed all functional tests without issues. A device history record review was performed and no deviation was found. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that needle gauge inaccuracy occurred. The target lesion was located in a coronary artery. An encore balloon catheter inflation device was selected for use. During procedure, it was reported that the pressure gauge was damaged and the needle gauge was inaccurate. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that needle gauge inaccuracy occurred. The target lesion was located in a coronary artery. An encore balloon catheter inflation device was selected for use. During procedure, it was reported that the pressure gauge was damaged and the needle gauge was inaccurate. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.